Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as all four needles successfully deployed through the barrel and emerged through the hub. A conclusive cause for the reported failure to deploy the needles could not be determined however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostar xl devices mentioned are filed under separate manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 18f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the handle of the prostar xl device could not be pulled to deploy the needles. Two additional prostar xl devices from the same lot number were used with the same results. A fourth prostar xl device from a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.